Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of broken needle. Visual inspection of the returned device (tx microtip) confirmed the broken needle. The broken portion of the needle was also returned for evaluation. Further inspection of the returned device showed that the case nose was damaged. Due to the state in which the device was received, functional testing could not be performed. The cause is likely mechanical stress created due to hard tissue as the case nose was damaged. We have updated the product bulletin (mkt227) including cautions and instructions related to the use of the tx microtip to mitigate future needle breaks.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on a plantar fascia with a tenex handpiece (tx microtip), the doctor removed the tip of the handpiece from the surgical site and noticed that the tip was broken. The doctor did not use another tenex handpiece (tx microtip) as the procedure was completed. The broken piece was not lodged inside the patient. There have been no reported patient injury or adverse event resulting from the reported incident.